Manufacturer narrative:
Radiometer is had investigated the provided data logs. It is possible that the analyzer had worked as intended as it has alerted of a problem related to the ion-selective electrodes measurements. However, radiometer is unable to identify the specific root cause of the incident. Hence the root cause is unknown.

Event description:
According to the complaint, the customer has doubts about the sodium values provided by the abl800 flex analyzer (serial number:(B)(6) ). Measurements was provided on (B)(6) 2024: 1) measurement date: (B)(6) 2024- sodium (na) 161 mmol/l. 2) measurement date: (B)(6) 2024- sodium (na) 142 mmol/l (comparison). Based on these measurements, the customer had reported the 161 mmol/l na measurement as false positive.